Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing/noise on the electrogram, and undersensing of the patient's atrial fibrillation. In addition, there was intermittent capture, and an x-ray showed the ra lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.